Event description:
Hcp reports the pump was removed due to battery depletion. It "stopped working" and hcp "could not get reading." The pump was returned to the manufacturer for analysis. A follow up report will be sent when analysis is complete.